Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
After a procedure with the tenex health tx system, it was discovered that the plastic sheath surrounding the needle was damaged. No pieces appeared to be missing from the plastic, and imaging did not reveal any pieces left in the wound. The procedure was completed successfully. There were no patient complications.